Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case please reference 2015691-2018-03257. (B)(4). Investigation is ongoing

Event description:
As reported by our affiliates in (B)(4), during the placement of the 29mm sapien 3 by tf approach in aortic position, after retracting the pusher, the valve moved proximal on the balloon. This caused the valve to be implanted too ventricular, and subsequently causing a paravalvular leak (pvl). Therefore it was decided to implant a second valve. Again, the valve moved on the balloon about 2mm, but the valve was placed successfully.

Manufacturer narrative:
Please reference related manufacturer report no 2015691-2018-03257. UDI (B)(4). As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. Cine was provided by the site for review. One image shows that the first valve was not aligned with the distal alignment marker prior to deployment. The flex tip is positioned at to the triple markers. Another image shows that the first valve was deployed despite the misalignment and landed more ventricularly (did not embolize). A lot history review of the related work order was performed and revealed no other complaint relating to valve movement on balloon. A device history record (DHR) review was performed for the components that are the most relevant to the complaint event. The review of the work orders above did not reveal any issues that could have contributed to this complaint event. Complaint data for the previous 12 months was reviewed (august 2017 through july 2018) for the commander delivery system (all models and sizes). Review of these complaints identified patient/procedural factors as potential root causes for this issue. The investigation and associated risks are documented in a product risk assessment. Additionally, a CAPA was previously initiated to document the investigation and drive corrective/preventive action as appropriate. Based on the available information we can speculate that the root cause of the reported complaint is related. Of note, no dimensional non-conformances that would have contributed to the complaints have been found. A review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the trend category of ¿valve movement on balloon¿. The commander delivery system with s3 IFU, the device preparation training manual, and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Inflation balloons are 100% inspected for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. Crimp balloon features are 100% dimensionally inspected including distal length, proximal length, distal ID, proximal ID, and double wall thickness. The balloons are 100% visually inspected with unaided eye for gross defects. The balloons are 100% visually inspected under 8x magnification for contamination, fish eyes, gel spots, scratches, etc. The flex tip outer diameter is 100% dimensionally inspected/verified. Each guidewire shaft is fully inserted into the marker band verification fixture and 100% visually inspected to determine if all marker bands are within specification when completely visible through the fixture windows. Prior to the process, the balloon is 100% visually inspected for balloon size (and contamination under 2.85x minimum magnification. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. Fine adjust, collet/shaft clearance, and collet engagement are 100% functionally tested. 100% distal to proximal visual inspection by both manufacturing and quality. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The flex shaft is inspected and rejected for kinks, bends, cracks, deep scratches in the stent area that expose the braid, or flash/exposed metal on stent section.  Additionally, the related work order underwent product verification testing under sample basis as a requirement for lot release. During functional product verification testing, the device is visually inspected for physical defects or damage. It also goes through functional verification of the fine adjust where balloon shafts are pulled from default position to valve alignment position to ensure valve alignment position can be achieved. In addition, the locknut/collet engagement force was tensile tested. No failures occurred during product verification testing of the samples and this lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for valve movement on balloon was confirmed via imagery review. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of DHR, lot history, complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies.  A review of complaint history suggests that the following procedural and patient factors may have contributed to the reported valve movement on balloon. As per management discretion, a product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. Buildup of tension within the delivery system during the procedure was identified as a possible cause of valve movement on balloon. The release in tension from flex tip retraction could then have contributed to the observed valve movement. Because the device was not returned, it could not be assessed for signs that high tension were present. Tension could have still existed in the system upon final flex tip retraction. Tension build up can result from tortuous, tight vasculature, performing valve alignment at a bend or angle (such as in a non-straight section of the aorta), or residual volume left in the balloon after de-airing. In this case, release of tension was not noted to be performed; realignment was not attempted. However, the valve was deployed (more ventricularly; no embolization) despite being misaligned. Residual fluid left in the balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve). Performing valve alignment while at a non-perpendicular viewing angle leads to incomplete valve alignment/fine adjustment of the valve on the balloon while in a straight section of the aorta. Once the view was changed to visualize the native annulus, this would result in observing the valve being not properly aligned. A definite root cause is unable to be determined at this time, but based on given information, patient/procedural factors may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  It should be noted that, in this case, no device exchange was performed and the valve was deployed without embolization and no patient impact. The complaint for valve movement on balloon was confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or IFU/training inadequacies were identified during this investigation. The occurrence rate did not exceed the complaint trend category control limit.  Therefore, no corrective and preventative actions are required.  However, per management discretion, a pra and a CAPA were previously initiated to drive further investigation and potential corrective/preventive action(s).

Manufacturer narrative:
Reference CAPA-20-00141.